Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received an alert. Device interrogation revealed multiple non-sustained rv oversensing episodes due to possible myopotentials. The noise was reproducible with deep coughing. The issue was resolved via reprogramming. No patient symptoms were reported.